Event description:
The customer stated she was in a car accident after experiencing low blood glucose levels. The paramedics found the customer in her car unconscious with a glucose tablet in her mouth. Troubleshooting was performed and the insulin pump did not pass the displacement test. All programming was correct.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.